Manufacturer narrative:
The lead was surgically abandoned (capped). Therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed; the threshold measurements were requested but could not be obtained. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this chronic atrial lead exhibited high threshold measurements. In a revision procedure, the lead was surgically abandoned (capped) and successfully replaced by a new lead. No adverse pt effects were reported. The lead was actively implanted for approximately 13 years, 7 months.